Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and missing reservoir tube o-ring and cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of crack on the backside of the pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.